Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was reported to be infusing an unknown medication on channel c to patient. Channel a and b were out of service and not in use. Reportedly, the pump alarmed and displayed "not in service" message on channel c. The nurse obtained a new pump and switched the infusion immediately. According to the facility's risk manager, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, or set up of the infusion device.